Manufacturer narrative:
During follow up with customer on (B)(6)/2021: it was reported that the customer received a power source alert after plugging the pump into a wall outlet, despite the use of multiple wall adapters. Reportedly, the customer consulted with a healthcare provider to discuss alternate therapy for diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.